Event description:
It was reported that during a nephrectomy procedure, the rubber portion ripped. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any part of device fall into patient? No. If so, was device component retrieved from patient? N/a. Was there any change to procedure or post-op patient care? No.